Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, the device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.